Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: +81 126-25-5001 section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the device was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was discarded due to a scratch found on it. No patient injury was reported. No intervention was required. No further information was provided.